Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a patient was placed on ECMO to transfer to another hospital. After initiation the support on the patient the customer noticed the cap of the dialysis lock has 5cc of clotted blood on it. The customer does not think that more than the 5cc of blood were lost in total. First the customer stated that they ¿burped¿ the dialysis valve but later they stated that it would be impossible because the port is spring loaded. No complications during treatment were noted. The patient was kept in the initial hospital and was successfully weaned off later. The product was discarded. No harm to any person has been reported. No technical investigation could be performed, as the affected product is not available. However, a medical consultation was performed by getinge medical affairs on 2024-10-23 with following conclusion: ¿possible risks according to the described failure:- from a medical point of view there do not seem to be serious consequences implied by a limited loss of blood, estimated to have been about 5 cc, as the case was continued on this circuit and no other deviating values were reported in the complaint narrative.- the observed clot on the ¿dialysis lock with valve¿ - see ¿c¿ in the figure below ¿ could possibly be associated with additional risks including air entrainment or leakage through the dialysis lock site. Further, if the dialysis lock was filled with clot, application of the emergency prime line might be challenging or even impossible, if it were required emergently. Air entry into the circuit can occur at the dialysis lock if the ambient pressure is higher than in the hls-module. This is not the case during regular operation and manipulation of the dialysis lock during normal operation conditions would be contrary to the procedures as described in the IFU. Further, it is assumed that is air entry were to occur, leakage through the connection would likely be spotted first. Last, material associated risks depend on the respective root cause and, in absence of an lce-investigation, cannot be evaluated at this time. Possible root causes: -the origin of the leak and ensuing exterior clot seems to be either a usability (depending on the information regarding the possible ¿burp¿ maneuver) or lce-issue possibly regarding the connector or the spring load mechanism. Both cannot be addressed with a degree of confidence, due to the lack of additional information and the discarded disposable not being available for investigation by lce.-no medical root cause could be identified to result in the observed failure.¿ as stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ the production records of the affected product were reviewed on 2024-10-24. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the provided pictures and results the reported failure "leakage luer lock valve" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that a patient was placed on ECMO to transfer to another hospital. After initiation the support on the patient the customer noticed the cap of the dialysis lock has 5cc of clotted blood on it. The customer does not think that more than the 5cc of blood were lost in total. First the customer stated that they ¿burped¿ the dialysis valve but later they stated that it would be impossible because the port is spring loaded. No complications during treatment were noted. The patient was kept in the initial hospital and was successfully weaned off later. The product was discarded. No harm to any person has been reported. As a leakage during treatment represents a risk for the patient, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.